Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic chole. Event description: from (account manager): I wanted to reach out this morning regarding the cd003. I have had two separate accounts that use the bag, both have had a couple bags rip. We are going into one facility next week to meet with the surgeon and see if it was truly a bag issue or a user issue. I am waiting to hear back from the other account of the surgeon who had issues and then meet with them. From clinical development: we received the below complaint from the field regarding cd003 bag bursts. This is from 2 accounts [facility] and [facility]. Based on initial conversation with [name], we know that the complaint from [facility] came from a general surgeon during a robotic chole. The team will be going into the accounts next week and will be able to provide further information, which they do not have at the moment. Additional information received via email on 26jun2025 from account manager: dr. [Name] said it happens occasionally 1 out of 25 bags we have only be made aware of one, they do not have the device still patient status -perfect. No injury or illness occurred event date -sometime in late may, dr. [Name] was not positive. What intervention was used to complete the procedure? Grabbed a new bag, it worked fine, they did not use as much pressure and torque to get the specimen out were any other devices used in the procedure? -not that we are aware of is the unit available for return? No all in all, dr. [Name] is still very happy with our cd003 system. She said it is not a lot number issue or an applied issue. She said she is used to using a 10mm ripstop bag and able to be very aggressive with specimen retrieval. With a 5mm poly bag she mentioned she needs to remind herself to slow down and be more careful with a 5mm poly bag. She believes it is just her technique with any 5mm poly bag that causes the occasional breakage, not a bag issue itself as she has broken other bags from other companies. Intervention: grabbed a new bag, it worked fine, they did not use as much pressure and torque to get tge specimen out. Patient status: no indication of patient injury.

Event description:
Procedure performed: robotic chole. Event description: from (account manager): I wanted to reach out this morning regarding the cd003. I have had two separate accounts that use the bag, both have had a couple bags rip. We are going into one facility next week to meet with the surgeon and see if it was truly a bag issue or a user issue. I am waiting to hear back from the other account of the surgeon who had issues and then meet with them. From clinical development: we received the below complaint from the field regarding cd003 bag bursts. This is from 2 accounts [facility] and [facility]. Based on initial conversation with [name], we know that the complaint from [facility] came from a general surgeon during a robotic chole. The team will be going into the accounts next week and will be able to provide further information, which they do not have at the moment. Additional information received via email on 26jun2025 from account manager: dr. [Name] said it happens occasionally 1 out of 25 bags. We have only been made aware of one, they do not have the device still. Patient status - perfect. No injury or illness occurred. Event date - sometime in late may, dr. [Name] was not positive. What intervention was used to complete the procedure? Grabbed a new bag, it worked fine, they did not use as much pressure and torque to get the specimen out were any other devices used in the procedure? - not that we are aware of. Is the unit available for return? No. All in all, dr. [Name] is still very happy with our cd003 system. She said it is not a lot number issue or an applied issue. She said she is used to using a 10mm ripstop bag and able to be very aggressive with specimen retrieval. With a 5mm poly bag she mentioned she needs to remind herself to slow down and be more careful with a 5mm poly bag. She believes it is just her technique with any 5mm poly bag that causes the occasional breakage, not a bag issue itself as she has broken other bags from other companies. Intervention: grabbed a new bag, it worked fine, they did not use as much pressure and torque to get tge specimen out. Patient status: no indication of patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.